Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. While there was no change in mitral regurgitation (mr), the reported patient effect of mr (worsening), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the failure to adhere or bond to the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology and procedural circumstances. The reported mr was likely due to the slda and; therefore, related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet which resulted in unchanged mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve leaflets. Multiple grasping attempts were performed due to an extremely small posterior leaflet. It was noted that it was difficult to visualize the small leaflet during grasping. After approximately 2 hours, the clip was deployed, reducing the mr to trace. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). One clip was implanted, and the mr returned to 4+. No further treatment was performed or planned. The patient was confirmed to be stable post-procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.